Manufacturer narrative:
H10: the device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.

Event description:
In 2006, a physician attempted an arteriotomy closure of the right common femoral artery after a diagnostic procedure. The device became stuck in the pt's leg. The patient was then anticoagulated with heparin. As the patient was not be a candidate for a blood transfusion due to personal beliefs, the physician opted to surgically remove the device and repair the artery to minimize the risk of bleeding. Surgery was successful, and the patient made a full recovery. Hospitalization was not prolonged.